Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this medwatch report is for the suspect device used in system 1. Reference medwatch report with (B)(6) for the suspect device used in system 2.

Event description:
Customer reportedly received the following results on 2 different meters within 10 minutes: "lo" (<10 mg/dl) and 25 mg/dl (compact plus system 1) and 21 mg/dl and 147 mg/dl (compact plus system 2). No adverse event was reported. The alleged product was replaced and requested for evaluation.